Event description:
It was reported that noise due to electromagnetic interference resulting in oversensing was observed on the device. Abbott technical support confirmed the reported event, and no intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.